Manufacturer narrative:
As customer declined service, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to start during fluoroscopy while a patient was on the table on an integris h5000c/allura 9c. The clinical use of the system was in use. There was no reported patient or user harm.